Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cannula seal accessory involved with this event and completed failure analysis investigation. Inspection of the cannula seal showed that the material at the inner circumference of the cannula seal was torn away and missing. There were two large scratches observed on the inner portion of the cannula seal near the damaged sections. This complaint is being reported due to following conclusions: the inner piece of the 8mm cannula seal fell into the patient during a da vinci assisted procedure and although it was retrieved during same procedure this could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that approximately one hour into a da vinci assisted nissen fundoplication procedure, the inner piece of a 8mm cannula seal fell into the patient. The cannula seal fragment was immediately retrieved by the surgeon using a laparoscopic assistant instrument. The reporter stated that the cannula seals are not regularly inspected prior to starting procedures and that needles and sutures are introduced through the cannula seal multiple times during the procedure as part of their normal clinical process. The reporter also stated that the procedure utilized a 5mm needle driver instrument through the 8mm cannula and therefore the cannula seal reducer was used in order to maintain pneumatic pressure. The planned surgical procedure was completed. There was no report of patient harm, adverse outcome or injury.